Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3093-28, lot# va03y4u, implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was initially reported on (B)(6) 2013 that the patient was feeling too strong of stimulation so she turned it down, but then it was not helping her symptoms. The patient was on program 3 at 1.7v. Patient services had the patient move to program 4 at 1.2v. The patient turned implantable neurostimulator (ins) back on and was going to try that setting. The patient later noted that they received assistance from the manufacturer's representative and their concerns were resolved. It was later reported on (B)(6) 2014 that the patient never had therapeutic effect since implant. The trial targeted the correct place but the permanent implant hit in the thigh. The patient was having trouble with leaking. The patient was implanted for frequency/urgency. The patient told their healthcare provider and they didn't do anything. The patient said that they had a representative card and would try contacting her. The patient mentioned that they had a colonoscopy. It was later reported that the patient stated: "I've been having a problem when I turned it on last week it started stimulating on my implant site. It did that last week, so then I called the local representative and they told me to try a different program and then it was a little better but it wasn't where I should be feeling it". It was noted that "ever since I got it implanted it's not going in a place that I should feel it". The patient's trial stimulation went well, but had not had any therapeutic relief since her implantable neurostimulator (ins) was put in. The patient had a doctor's appointment the next day. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.